Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl. Cause was not known. A correction bolus was delivered to address bg. A replacement pump was sent to the customer.